Event description:
It was reported that the user interface holder which the user interface was mounted on broke. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Information received revealed that the user interface holder breakage was caused when the patient's bed was moved by the healthcare personnel, which impacted the lower part of the display, leveraging the support and broke it. The user interface holder was replaced and functioning tests was carried out with positive results. The failure did not cause harm to operator/patient or any delay in procedure. There are no indication of any ventilator malfunction, the event was caused by an unintended use error.